Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (infumorph) (1mg/ml at 0.1137mg/day). It was reported that the patient was experiencing severe pain at site of pump. It was not determined if there were any external factors that may have contributed. It was found that the catheter was still patent. X-rays were obtained, the healthcare provider was able to see linear mass object which looked like catheter connector at area of pain. It was planned to perform a pocket revision but the surgery has not been scheduled at the time of this report.